Manufacturer narrative:
Corrected information: d4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, per the FDA request.

Event description:
The customer reported that the telemetry transmitter was not detecting the vb lead. It was unknown whether the device was in patient use.

Event description:
The customer reported that the telemetry transmitter was not detecting the vb lead. It was unknown whether the device was in patient use.

Manufacturer narrative:
Details of complaint: the customer reported that the telemetry transmitter was not detecting the vb lead. It was unknown whether the device was in patient use. Investigation summary: the reported device was sent in to nihon kohden (nk) for repair and was received on 10/12/2023. Nk repair center (rc) evaluated the device on (B)(6) 2023 and duplicated the complaint. The center case malfunctioned because of an electronic failure and the unit's casing was also cracked. The following parts were replaced to repair the device: front case assembly, center case, rear battery cover assembly, o-rings, case sealant, main panel, and csa label. Review of the photos taken during the evaluation also shows debris on the battery contact piece. The cause of the issue was hardware component failure possibly due to physical damage from user mishandling, electrical damage from improper battery usage, or wear-and-tear which depends on device age and frequency of use. Review of the complaint device's serial number shows that the device is 8 years old and has 1 previous ticket (52987) for repair service which was done to replace the casing due to physical damage from user mishandling. Due to the age of the device, wear-and-tear may be a likely contributing factor to the component failure. The issue has not recurred since the repaired device was returned to the customer. A review of the customer's complaint history did not show any trends for manufacturing defect. Nk will continue to monitor and trend similar complaints. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided. A2 - a6 b6 - b7 d10 attempt #1 10/04/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 10/12/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 10/13/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded to device repair request information, but was unresponsive to requests for any other information. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the telemetry transmitter (tele) is not detecting the vb lead. Tech support (ts) and qa contacted the customer for information on whether the device was in patient use, if there was an error message, and etc. The customer responded to device repair request information, but they have been unresponsive to requests for information from nk. It is unknown whether the unit was in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the telemetry transmitter (tele) is not detecting the vb lead. Tech support (ts) and qa contacted the customer for information on whether the device was in patient use, if there was an error message, and etc. The customer responded to device repair request information, but they have been unresponsive to requests for information from nk. It is unknown whether the unit was in patient use.